Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital due to inappropriate therapy from functional atrial undersensing. Programming change was made. Patient was stable before, during, and after reprogramming.